Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain cycle 12) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 09:52:00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain alarm was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.